Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed fluid volume accuracy testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. External/internal inspection was performed and passed. Temperature was within specifications and all electrical testing passed. A volumetric accuracy test was performed and the device failed. An inspection of the door assembly revealed the door piston foam was deteriorated and the door piston was cracked. The cause for the failed volumetric accuracy test was determined to be caused by deteriorated piston foam. The piston foam and door piston were to be scrapped and the device was sent to service. Should additional relevant information become available, a follow up medwatch will be submitted.